Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device did not run, the lower trigger was sticking, the yellow marking on the disconnect sleeve was missing, the device failed a leakage test, the internal components were corroded, and the housing was old. It was determined that these conditions were due to normal wear and cleaning, sterilization, and/or maintenance procedures not followed as per directions for use (dfu). The assignable root cause was determined to be component wear from normal use and servicing and improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the handpiece device would not spin. During in-house engineering evaluation, it was found that the device did not run, the lower trigger was sticking, the yellow marking on the disconnect sleeve was missing, the device failed a leakage test, the internal components were corroded, and the housing was old. It was reported that there was no delay in a procedure due to the event as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.